Event description:
In 2004 pediatric intensive care unit changed from the clave IV injection port to the alaris smartsite plus injection port. Since that time rptr has seen a three-fold increase in the blood stream infection rate in that unit.